Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." "Air leak and septum damaged." "Report from the sales rep: due to gradual air leakage from the seal at beginning of procedure,&#12288;when touching the septum of the unit for check, a portion of the septum was easily removed. There was no loss of pneumo and visibility during procedure. Information about other instruments combined with the event unit is not available. Initial investigation report by (B)(4). The event unit was returned to (B)(4) and visually inspected. The septum was found to be damaged and missing a portion. The returned portion (size appx 6.6mm x 5.4 mm) is similar to hole of the septum in shape. Confirmed no damage was found in the double duck bill and shield. The unit will be returned to (B)(4) for further evaluation. (B)(4). " patient status - no patient injury. Type of intervention - unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the fragmentation of the septum and that the returned fragment matches the missing portion. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.